Event description:
It was reported that after 5 CT guided biopsies in a retroperitoneal mass, the tip of the needle broke off and remains in the 12-13cm deep mass. Pt is fine, no plans to remove piece at this time.